Event description:
A patient reported experiencing inaccurate high results with their meter. The patient's blood glucose results were "395 mg/dl, 195 mg/dl, and hi (results over 600 mg/dl)". Tests were done within 10 minutes with a difference of 60%. The patient reported passing out due to the high blood glucose readings. Patient had symptoms of frequent urination, indicating hyperglycemia. Patient was taken to the emergency room, where they were treated with "IV glucose" [sic]. The ccr walked the customer through a check strips test, which fell within range. Customer did not have any control solution. Due to insufficient evidence it is unknown if the customer passed out as a result of the meter's blood glucose results. Mailed letter after several unsuccessful attempts at reaching customer.